Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt, followed by a motor error alarm a week later. The customer reported that the no delivery alarm was resolved by an infusion set and reservoir change. No significant events leading to the motor error alarm were observed. The customer stated that she went to sleep with a blood glucose reading of 102 mg/dl and woke up with a blood glucose reading of 229 mg/dl. She reported that she had received a tetanus shot the day prior, which she contributed to the high blood glucose. She declined to return the infusion set and reservoir for analysis. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.